Manufacturer narrative:
For eleven of the events, the investigations could not identify a product problem. The cause of the events could not be determined. There were no follow up actions for these events. The investigations for three events are currently ongoing. No devices were returned. This device is not labeled for single use and is not reprocessed or reused. Medwatch field continued: 38779601, 40224803, 402248, 38664601, 402248.

Event description:
This report summarizes <noe>14</noe> malfunction events. Questionable low results were generated by nine cobas 8000 e 602 module analyzers, three cobas 8000 e 801 module analyzers, two cobas e 411 immunoassay analyzers, five cobas 6000 e 601 module analyzers, and two unknown roche immunochemistry analyzers. The events involved 14 patients with the following: 14 questionable results for the elecsys tsh assay. Six patient's ages ranged between 13 and 79 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were six females and one male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.

Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For two other of the pending events, an interfering factor could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined. Summary of follow up actions taken: the sample was provided for investigation.